Manufacturer narrative:
Findings: inspected 1 opened/used enlite sensor and perform continuity resistance test. Sensor failed per specifications.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had low blood glucose level. The customer¿s blood glucose level was 39 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer reported he started to eat and drink juice so he did not have any reactions to the low blood glucose reading. The customer was declined troubleshooting for low blood glucose. The insulin pump will be returned for analysis.